Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis could not be confirmed, but progression of disease may be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the p2b clinical trial, approximately 4 years post implant of a 23mm sapien xt in the aortic position, echo showed increased gradients and an aortic valve area of 0.98cm2. Since the patient is on hospice care, treatment will be not be aggressive. Per medidata, the patient¿s 3 years follow-up echo showed a mean gradient of 13.12mmhg, and 2 years follow-up echo showed a mean gradient of 19.37mmhg, 1 year follow-up echo showed a valve area of 1.26cm2 and a mean gradient of 19.12mmhg, and 30 day follow-up echo showed a valve area of 1.32cm2 and a mean gradient of 17.36mmhg.